Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak in the unicel dxh 800 coulter cellular analysis system. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was about 1/3 cup. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse), was unable to duplicate the leak. The fse found fluid in the catch tray underneath the air mix temperature control (amtc) module. The fse found the nucleated red blood cell chamber, the differential chamber and the retic chamber were all filled with fluid. The fse manually drained the three chambers and observed fluid was emptying from the amtc chamber. The fse manually removed the debris from the waste port of each chamber and verified all three chambers were draining correctly.

Manufacturer narrative:
Evaluation results: nucleated red blood cell chamber, differential chamber, retic chamber. (B)(4).